Manufacturer narrative:
(B)(4).

Event description:
Procedure: hernia. According to the reporter: the patient underwent an incisional hernia repair on (B)(6) 2011, in which a non covidien mesh was used. Following implant, the patient suffered ongoing and severe pain and discomfort. On (B)(6) 2012, patient underwent surgery to repair and replace the non covidien mesh with parietex mesh. Following the second procedure, the patient continued to suffer from pain, and also fever and vomiting, and on (B)(6) 2012, the patient was admitted to the hospital for an incision and drainage of an abdominal wall abscess. Thereafter, the patient was managed with drainage, antibiotics and home health care. On (B)(6) 2012, the patient underwent a third procedure to repair the non covidien mesh which had extended into the patient's upper abdomen and could not be removed. During that same surgery, the parietex mesh was identified and only a portion could be removed. For the following four months, the patient had a wound vac in place and underwent extensive wound care. The patient suffered from continued pain which required another surgical intervention on (B)(6) 2012, for a repair of a recurrent incisional hernia, excision of previously implanted mesh and implantation of new mesh. The new mesh implanted was also parietex mesh. (B)(4). The patient was recently referred for a complete abdominal wall reconstruction, given the multiple complications and infections she has suffered as a result of the synthetic mesh products.